Event description:
It was reported to covidien on (B) (6) 2009 that a customer had a problem with a feeding pump. The customer reports that the pump was infusing at 90ml/hour. When the feeding was complete, the pump alarmed, but did not turn off after the formula was gone. The patient had gone to the emergency room as a result of abdominal distention and was diagnosed with abdominal air spacing. The patient had either a PICC or central line placed and was placed on total parenteral nutrition (tpn). The patient has been discharged from the hospital.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.